Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced poor barrier separation of a sample. The following information was provided by the initial reporter. The customer stated: the mechanical separator remains on top after centrifugation. Indeed, the mechanical separator remains on top after centrifugation.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes, returned to manufacturer on: 2022-11-04. H.6. Investigation summary: bd received 17 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to separator position were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was not able to confirm the customer¿s indicated failure mode, incorrect separator position, because the defect was not evident in the testing of the returned lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode separator position. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to separator position were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced poor barrier separation of a sample. The following information was provided by the initial reporter. The customer stated: the mechanical separator remains on top after centrifugation indeed, the mechanical separator remains on top after centrifugation.